Manufacturer narrative:
Date of event: the exact event date is unknown. Investigation summary: based on the information available, the cause that contributed to the reported pump activation issue cannot be established as the product is not available for analysis. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient is unable to activate the pump of his artificial urinary sphincter (aus). A revision surgery was performed. No components were implanted.